Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there was moisture on the screen. The customer's blood glucose was 272 mg/dl. The customer stated the moisture was from water while canoeing. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.